Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor transplant, on the renal artery, the stapler was partially fired, staple line was insecure/inadequate. It was not closed all of the way before it was fired and there was difficulty removing reload. Tissue was damage as a result of this problem clip applier was used to stop the bleeding.